Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The staph aureus occurred in both the pump pocket and catheter tip. The event resulted in hospital admission. An MRI was completed showing arachnoiditis. A neurosurgeon was consulted, and no further surgical intervention was required at the time.

Manufacturer narrative:
H3: the pump was returned and analysis found no anomalies. The returned device passed all testing in the laboratory. H3: the catheter was returned and analysis found no anomalies upon microscopic inspection. The catheter was determined to be patent and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2021-oct-05. It was confirmed that the implanting hcp was aware that the pump had exceeded the use by date at the time of the implant and had chosen to proceed with the implantation. It was also confirmed that the catheter would not be returned from the hospital laboratory where it was sent for analysis.

Manufacturer narrative:
B5: updated to reflect the information received on 2021-oct-05 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-jan-2022, UDI#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient with an implantable pump. On (B)(6) 2021, it was reported that the patient experienced an infection. On (B)(6) 2021, the patient seen for follow-up one week post system implantation on (B)(6) 2021. The patient had symptoms of increased leg/back pain but no signs of infection to either incision on their abdomen or back. On (B)(6) 2021, the patient was seen for continued back /leg pain and was reportedly feeling unwell. The pump pocket and back incision were aspirated and the patient started on IV antibiotics. Growth from the aspirate showed (B)(6). On (B)(6) 2021, the catheter was removed and sent to the lab for analysis. (B)(6) was grown as a result. On (B)(6) 2021, the pump was removed due to the patient's ongoing symptoms. No environmental/external/patient factors that might have led or contributed to the issue were reported. It was reported that the issue was not resolved at the time of the report. The patient's status at the time of the report was listed as "alive - no injury". Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2021. It was reported that the infection cleared with antibiotics and removal of the pump. The patient's leg/back symptoms lessened with the removal of the pump and time to heal.